Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed, analysis found the mechanical operation of the catheter peel ing/slitting/splitting showed a spiral slit. The spiral slitting (technique issue) was visible for the start at handle and continued until separation at 27 centimeters (from handle). The mechanical operation of the catheter was damaged as stress cracking was visible on the shaft. A visual summary analysis of the catheter indicated damage during use at the procedure. The analyst noted that the slitter was not returned, therefore condition is unknown.

Event description:
It was reported that during slitting of the inner guide catheter, the catheter tore in a cylindrical manner halfway through the process. Manual cutting of the catheter with a scalpel was necessary in order to re-engage the slitter and continue removal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.